Event description:
Manufacturer representative reports aborting an implant procedure after the patient was on the operating table, due to having the wrong equipment. The patient was having their old spinal cord stimulator replaced with a rechargeable model. The patient was "on the table" when the representative realized the old lead does not fit the new system and that a special extension was required. The plan was for the patient to wait for the surgical incision to heal before another surgery in scheduled.